Event description:
The manufacturer received information alleging a ventilator's pressure would not adjust. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's tubing was pinched. The tubing was re-seated to address the issue.